Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the haptic stuck to the posterior side of the iol. The lens was implanted and left but did not deliver in the proper way and there was no patient harm. Additional information was received and it was the leading haptic that was stuck to the posterior side of iol. There are two medical device reports associated with this report. This is 1 of 2.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Precise adherence to the device preparation and iol (intra ocular lens) implementation, precautions, and directions for use sections in the [company iol aspheric uv absorbing iol with the automated pre-loaded delivery system product information] document is critical for optimal iol delivery, avoiding potential damage to the iol, cartridge, or both. Although the root cause of the reported event remains undetermined, this document identifies several factors that, individually or combined, could potentially contribute to an outcome similar to the reported event. These factors include, but are not limited to: improper ovd (ophthalmic viscosurgical device) use: the cartridge should be filled with a qualified ovd product until visible in nozzle tip. Insufficient ovd volume and/or use of a non-qualified ovd may lead to inadequate coverage of the iol and cartridge lumen potentially causing iol folding/unfolding issues, iol damage, and/or cartridge damage during lens delivery. Incorrect ovd temperature: ensure both the device and the qualified ovd reach operating room temperatures (between 18 degree c (64 degree f) and 23 degree c (73 degree f)) by equilibrating for 30 and 20 minutes respectively. Colder temperatures can increase the ovd viscosity, creating greater resistance during iol delivery. Warmer temperatures may cause the iol to become more pliable, affecting proper haptic folding during insertion and unfolding after delivery. Excessive dwell time: implant the lens within one minute of reaching the designated pause location on the cartridge nozzle. Leaving the iol in that location for more than one minute can increase the risk of iol folding/unfolding issues, iol damage, and/or cartridge damage during lens delivery. For complete product use information, including additional factors that could influence optimal iol delivery outcome, refer to the product information document referenced above. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).